Event description:
Index procedure was prompted by positive functional stress test. A resolute onyx drug eluting stent was implanted in the lad during the index procedure. On the same day of index procedure, patient suffered mi and occlusion in the target vessel (no reflow in the coronary artery post stent deployment) and was treated with medication. Investigator assessed that the event is probably related to the study device. Patient recovered.

Manufacturer narrative:
Cec assessed the mi as no event. The patient has a medical history of acute systolic heart failure and coronary heart disease. If information is provided in the future, a supplemental report will be issued.